Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the user found a balloon damaged during a pretest.

Manufacturer narrative:
The reported event was confirmed. The device did not met specifications. The product was used for treatment purposes. The product was influenced by the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was attempted to be inflated with 3.5 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and the solution immediately leaked out of the catheter eyelets. The balloon was dissected to find that the inflation notch perforated both lumens. This is out of specification per inspection procedure, which states, "double perforation on notch and eyes is not allowed." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿punch depth too large.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿bardex® 100% latex-free temperature-sensing 400-series foley catheter warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Caution: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Note: compatible only with the bard criticore monitor, bard urotrack 224 monitor, and other 400-series temperature monitors. Interchangeability + 0.2oc at 37oc. Warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Distributed by: c. R. Bard, inc. Covington, ga 30014 u.s.a. 1-800-526-4455 www.bardmedical.com manufactured in mexico bard, bardex, criticore and urotrack are registered trademarks of c. R. Bard, inc. Or an affiliate. Pk7602982 12/2006 caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through the drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 8 fr. And 10 fr. (3cc balloon): use 3.5cc sterile water 12 fr. (5cc balloon): use 5.5cc sterile water 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities. Peel to open peel to open catheter shaft made of 100% silicone elastomer mr released" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user found a balloon damaged during a pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Correction: d1, d2, d4, g5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user found a balloon damaged during a pretest.